Event description:
The customer reported that the system had a generator and filament error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.